Event description:
At about 2 months from primary, the patient came in reporting pain. Origin of the pain was identified in a fracture of the femur caused by stem subsidence. Currently, the surgeon does not plan to perform a revision surgery as stem seems stable and fracture should heal on its own. Walker and conservative weight bearing prescribed.

Manufacturer narrative:
Batch review performed on 22-dec-2025. Lot: 2409915: (B)(4) items manufactured and released on 29-jul-2024 expiration date: 2029-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. A few weeks after primary cementless tha the stem subsides slightly and causes a small crack in the femur. The surgeon decided to take no surgical action and only prescribed controlled weight bearing. The poor quality of the images supplied does not allow to express an opinion on possible causes of subsidence, such as stem undersizing. We see no reason to suspect a faulty or defective implant at the origin of this adverse event. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.